Manufacturer narrative:
The rapid infuser has been received for evaluation, but the investigation is not yet complete. The manufacturing records for this serial number were reviewed and nothing notable was observed. We have also reached out to the distributor to obtain additional information from the user facility, as there are ac input voltage requirements for operating the rapid infuser, which are specified in the operator's manual. Upon completion of the investigation, a follow-up report will be submitted accordingly.

Event description:
Our distributor received a complaint from the user facility and provided the following report: "while using our belmont, users discovered that the equipment was running on battery power and that the outlet on the power outlet was without voltage. (The indicator light on the plug was off). They moved the appliance cord to another outlet. The security of this withdrawal went immediately. The belmont unit got tried on a third course where the course fuse also went before the equipment was taken out of service. Other equipment that was in use also lost tension, so it became a situation that was experienced and in part became critical. We lost monitoring on the mx 700 but used the x2 on battery, as well as all infusion pumps went on battery. Due to the presence of technical personnel, they were quickly connected to the three course fuses so that the operation could continue without harm to the patient."